Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was seen at the surgeons office. They had no impedance, no issues at the implant sight and felt appropriate stimulation on each electrode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a rep that they patient fell and had a therapy change. The patient stated that she had fallen and stimulation felt different. The patient described a feeling of pressure in the pocket area. The rep stated the patient fell as an environmental factor that may have led or contributed to the issue. The rep stated the patient was somewhat mobile, but also used a wheelchair. The rep stated they had talked with the healthcare professional (hcp) and were scheduled to meet with the patient on (B)(6) to interrogate the implant and diagnose any issues. The rep stated they had assisted the patient in turning off her implant at the request of the hcp. The rep stated the patient¿s implant would remain off until it was known if there was any fracture or damage to the system. The issue was not resolved at the time of the report. It was noted the patient fell over the weekend of (B)(6) and had a change in feeling of stimulation. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative(rep) reported the patient was doing well in terms of her symptoms working correctly and good symptom control. The manufacturer representative (rep) they had been in communication with the healthcare professional (hcp) and she was communicating with the patient. There were no further complications that have been reported as a result of this event.